Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited fluctuating right ventricular (rv) pace impedance measurements that remained within normal range. Technical services (ts) was consulted, and no noise was present on the presenting emg. Technical services (ts) recommended bringing the patient in for further testing. No adverse patient effects were reported. Additional information was received, x-rays were performed, and a possible lead fracture was suspected. The fractured lead led to noise being sensed on the ventricular lead electrogram (egm). Technical services (ts) recommended checking lead insertion into the header. The patient will continue to be monitor and the impedance fluctuations investigated. Device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.